Manufacturer narrative:
The system was examined and the reported event was replicated. The system was recalibrated to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The laser was manufactured on august 31, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the system becoming out of calibration. However, how and when the system became no longer calibrated cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported low laser output prior to a procedure. There was no patient involvement. Additional information has been requested.